Event description:
The customer reports that when removing the PICC from the packaging, there was a bend approximately 1.5 - 2 inches from the tip of the catheter. When the wire was inserted it still retains the bend. PICC inserted without incident, however on x-ray to check tip placement it was mal-positioned.

Manufacturer narrative:
Qn# (B)(4). The sample was not returned; however, the customer sent three photos for evaluation. From the photos it was confirmed that the PICC catheter was bent prior to insertion, and that the placement of the catheter tip was incorrect. One of the photos contains an image of an x-ray where the catheter appeared curved inside the patient. This was evidence that the catheter tip had looped back and was touching the catheter body. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit cautions the user, "do not place peripherally inserted central catheter (PICC) into or allow it to remain in the right atrium or right ventricle. An x-ray exam or other method in compliance with hospital/institutional protocol must show the catheter tip located in the lower 1/3 of the superior vena cava (svc) close to the junction of the svc and the right atrium, ideally at the cavo-atrial junction and parallel to vessel wall. If the patient has anomalies of the vasculature of the thorax, the catheter tip location should be in accordance with hospital/institutional protocol". The complaints of a bent catheter and incorrect catheter tip placement were confirmed with the photos the customer sent. A device history record review was performed and no relevant findings were identified. Based on the images and the customer report that the catheter was slightly kinked/bend before use on the patient, packaging (component placement) likely caused or contributed to this event. A CAPA request has been previously initiated for this component.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that when removing the PICC from the packaging, there was a bend approximately 1.5 - 2 inches from the tip of the catheter. When the wire was inserted it still retains the bend. PICC inserted without incident, however on x-ray to check tip placement it was mal-positioned.